Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an open wound over the ipg site. It was noted that the wound opened roughly two months ago. The patients wound was treated by the physician however, the patient was still experiencing swelling and discomfort.